Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak underneath the coulter lh 750 hematology analyzer and on the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was due to a broken rinse cup from the probe wipe assembly. The fse replaced the probe wipe assembly.

Manufacturer narrative:
(B)(4).